Event description:
It was reported that the catheter from a wayne pneumothorax catheter set or tray was misplaced. On the day of admission, the 58-year-old male patient was emergently treated for secondary spontaneous/tension pneumothorax with midclavicular placement of a wayne pneumothorax catheter. The procedure was performed in the emergency department. No imaging guidance was used. The chest tube was attached to wall suction (active suction), and initiation of drainage was achieved. However, the device was not successfully placed. The post chest x-ray and thoracic computed tomography scan showed that the chest tube was in the lung parenchyma instead of the pleural space. As a result, the device was removed and a new chest tube was placed. The study device indwell time was 0 days. The patient was discharged from the hospital 9 days post-procedure.

Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg?: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the catheter from a wayne pneumothorax catheter set or tray was misplaced. On the day of admission, the 58-year-old male patient was emergently treated for secondary spontaneous/tension pneumothorax with midclavicular placement of a wayne pneumothorax catheter. The procedure was performed in the emergency department. No imaging guidance was used. The chest tube was attached to wall suction (active suction), and initiation of drainage was achieved. However, the device was not successfully placed. The post chest x-ray and thoracic computed tomography scan showed that the chest tube was in the lung parenchyma instead of the pleural space. As a result, the device was removed, and a new chest tube was placed. The study device indwell time was 0 days. The patient was discharged from the hospital 9 days post-procedure. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Neither a lot number nor a rpn was provided. A sales search for wayne devices sold in USA in the last 3 years identified the most commonly sold rpn. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the follow information to the use related to the reported failure mode: ¿10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly." Based on the available information, no product returned, and the results of the investigation, cook concludes adverse event related to procedure as the cause for this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.